Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the bd pyxis technician remoted in without prior authorization from the pharmacy. A technical support specialist run packages for disk space and rebooted the system to install win updates to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pyxis techs remoting in without prior authorization. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.